Event description:
It was reported that the distal tip of the guide wire apparently separated during the procedure and remains in the pt. No pt effects were reported. No additional info was available.